Event description:
It was reported to philips that the flexvision monitor intermittently blacks out during use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision monitor, 5v power supply, and 58'' uhd color lcd monitor sp, and scheduled follow-ups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).